Manufacturer narrative:
(B)(4): (patient unresponsive). Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the reported unresponsive episode following the pt's hemodialysis treatment requiring admission to the intensive care unit. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. A batch record received will be completed to determine the mfg processes. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. This is 1 of 6 MDR's submitted to document this reported event. Please reference the following MDR numbers: 1713747-2013-00022, 2937457-2013-00118, 1713747-2013-00288, 1225714-2013-01568, 1225714-2013-01569.

Event description:
It was initially reported by the facility biomed tech that a patient incident had occurred post hemodialysis treatment. Following the biomed tech report, the facility manager stated that the pt had become unresponsive following their hemodialysis treatment requiring transportation to the hospital and admission to the hospital and admission to the intensive care unit. Current status of the pt unk. A request for additional pt event and medical records has been made. This MDR includes all info provided to date.